Event description:
It was reported that pump battery appeared to deplete too quickly, but no specific date or timeframe for the event was provided. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, and technical support was unable to confirm battery depletion issue or take additional corrective actions.